Event description:
It was reported that patient had surgical intervention to address infection and wound dehiscence at the ipg site [manufacturer report number 1627487-2025-02425]. Patient's ipg site reopened again. As a result, surgical intervention took place on 15 may 2025, wherein patient's entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.